Manufacturer narrative:
The pump passed the displacement test and self test. Hal software error detected; file number: (B)(4)) and the main arm cannot communicate with the motor arm found in the formatted history due to a software error. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had multiple pump error alarm. Customer was able to successfully clear the alarm and able to complete rewind. The self test was passed. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.